Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced pericardial effusion/cardiac tamponade treated with drainage. The report indicated that after completion of the procedure, after the patient returned to the ward, a pericardial effusion/cardiac tamponade occurred treated with drainage. The patient recovered and was discharged from the hospital. The physician's comment regarding the relationship between the event and the product was that after the patient left the room following the procedure completion, pericardial effusion was observed after returning to the ward. As the pericardial fluid gradually increased, drainage was performed. Because the fluid was red and the bleeding stopped relatively quickly, it was suspected to have originated from the left atrium. The physician's assessment of health hazard was not-serious (moderate/minor). The patient did not require extended hospitalization. The causal relationship with the product is unknown. There were no abnormalities observed prior to or during use of the product. The complaint product will not be returned for analysis. Additional information indicated that the outcome of the adverse event was fully recovered (no residual effects). The procedural activated clotting time (act) was 350 seconds. No relevant tests/laboratory data was noted. The number of performed ablations was 18 ablations with pulsed field ablation (pfa) energy and within the pulmonary veins. No ablations were performed outside the pulmonary veins. One catheter exchange occurred for each during the procedure. One transseptal puncture site was performed during the procedure. A trupulse generator and ngen pump were used for the procedure.